Event description:
It was reported that during a stent procedure, the ultra stent was being advanced through another co's stent that was previously placed in a saphenous vein graft in 2000. The saphenous vein graft was 95% stenosed, just distal to the other co's stent. The ultra stent was deployed at 6 atm; however, this left significant residual stenosis. The balloon was then expanded to 8, 10, 12, 14 and eventually 16 atm. The final angiogram at that time showed a widely patent vessel with a perforation of the vein graft. The pt experienced a rapid deterioration in pressure and subsequent medical and surgical intervention was required. Unfortunately, the pt died in the operating room.